Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Information received by medtronic indicated that when she changed the battery she had to start from scratch and it did not happen all the time, she did not get any alarms when it happens. No harm requiring medical intervention was reported. Customer stated there was a crack in the insulin pump also in the back by the reservoir but it was not near the lip. The device will not be returned for analysis.